Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. The customer alleged that the pump's basal iq software was not suspending insulin as intended; however this could not be confirmed as tandem technical support made multiple contact attempts with the customer to upload pump data for review, with no response received. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.